Event description:
The patient notifier activated for low high voltage lead impedance on the svc to can vector. The device reported two readings of low impedances. An echo showed that the lead had pulled but still had myocardial contact. The lead was explanted.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun